Event description:
It was reported that balloon rupture occurred. The target lesion was located in right popliteal artery. An 8.0 x 100, 135cm mustang balloon catheter was advanced for dilation. However, during inflation at approximately 18 atmospheres, the balloon ruptured. The device was removed and the procedure was completed. There were no patient complications reported and the patient's status was stable.